Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle, was heard. The generator was set at 3 bars. Another device was used to complete the case. There was no patient injury.